Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain and cloudy fluid. The cause was not reported. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified intraperitoneal antibiotics for the event. The patient was discharged five days after hospital admission and was prescribed oral flucloxacillin (500mg, two tablets twice a day) and oral rothidine (300mg one tablet twice a day) to be taken at home. At the time of this report, the patient outcome was unknown. Pd therapy ongoing. No additional information is available.